Event description:
It was reported that the patient experienced hyperglycemia while using the ilet with a steel infusion set, with a blood glucose of 217 mg/dl and a preceding fill cannula alert that did not recur after the patient changed the infusion set. The caregiver suggested that gastrointestinal illness related to crohn¿s disease and ulcerative colitis might have contributed. Symptoms included elevated blood glucose without additional clinical symptoms reported. Outcomes included no emergency treatment, no hospitalization, and resolution trend after infusion set change. Investigation included complaint intake and technical review of device performance based on user report. Investigation of this case revealed that the hyperglycemia improved after the supply change, and no device malfunction was identified from the information available. It was concluded that the cause of the hyperglycemia was unclear and could be related to infusion site or intercurrent illness, with the device functioning as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.